Event description:
It was reported that during an aortic valve replacement (avr) surgery, the sternal saw blade broke. It was also reported that the broken piece was retrieved during a revision surgery the next day after x-ray. It was further reported that no additional medication was required as a result of the breakage.

Manufacturer narrative:
The blade subject to this MDR has not been returned to MFR for eval. Product lot # info has not been provided to permit further investigation. The root cause of this failure is undetermined.